Event description:
It was further reported that the patient never really had pain relief from the stimulation.

Event description:
It was reported that a patient had a loss in therapy relief. The physician implanted a new implantable pulse generator with two percutaneous leads. It was reported that the patient had "no injury or adverse event."

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; product ID 37092, lot # 254990001, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type accessory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (serial# (B)(4)) revealed no significant anomaly. It was noted the battery had reduced capacity due to an overdischarge. According to the trace report obtained from the implantable neurostimulator (ins) after physician mode recharge recovery the total recharge count was 12. The last recorded recharge session done while the device was implanted was on (B)(6), 2011. The parameter trend diagnostic section of the trace report showed patient usage after the recharge session. The battery discharged to lock mode on (B)(6), 2011.